Event description:
Approximately 5 years post tavr, the 23mm sapien valve was noted to have become calcified with a central insufficiency jet velocity increase from 2.7m/s immediately post tavr to 5m/s at the time of the event. A 23mm sapien xt valve was subsequently implanted within the sapien valve. Post procedure, the patient was noted to be in stable condition with an ejection fraction of 60%.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves. According to the valve academic research consortium (varc), valve regurgitation can result from a number of factors, including, but not limited to pannus, calcification, support structure deformation (out-of-round configuration), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the cause of the valve calcification appears to be progression of pre-existing aortic valve disease. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.